Manufacturer narrative:
A review of the post-operative records and x-rays revealed the graft placed between the vertebrae shrunk causing unusual force on the screw. The plate did not appear to be flush with the bone as would be desired for proper distribution of forces. This appears to have lead to the screw breakage which occurred at a point along the screw consistent with the inappropriate loading of the screw. No defects on the screw were noted.

Event description:
Pt re-operated on to remove devices because of the breakage of two cancellous bone screws in situ.